Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and an irrigation issue during use on the patient was observed. The device evaluation was completed on 26-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed and water leakage from the handle was observed, a manufacturing investigation was initiated. Based on the results obtained during the investigation, it can be established that there are the necessary controls to detect an irrigation failure like the one observed in the device involved. Furthermore, given the event description, which indicates that the catheter was withdrawn and reinserted in the patient, and the indications of the instructions for use (IFU), which state that the device must be functionally tested before and during the procedure, it can be inferred that the probable cause of the irrigation failure was external manipulation during field. Therefore, no root cause is identified as a factor related to machine, man, material, method, environment, and management and business systems or software. A manufacturing record evaluation was performed and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the leakage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the catheter in the patient, flush the catheter and irrigation tubing set with heparinized normal saline to remove air bubbles. Air bubbles may cause air embolism and resulting clinical sequalae. Prior to each application of pf ablation, verify continuous irrigation flow by observing the dripping in the tubing drip chamber to confirm saline flow to the ablation electrodes, if irrigation blockage is suspected, remove and inspect the catheter following the instructions in the "directions for use" section of this document. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and an irrigation issue during use on the patient was observed. After putting the catheter back in the body, it was not irrigating. Checked the pump and the tubing and they pulled the catheter out and checked the irrigation. No irrigation was coming out of the catheter irrigation ports. The physician swapped to a qdot micro¿ catheter and to the ngen¿ ablation system to complete the procedure and did not wanted to replace the varipulse¿ bi-directional catheter. The case continued. There was no patient consequence reported. Ablation system in use: trupulse¿ generator and ngen¿ rf generator.